Event description:
A hospital in a foreign country reports that during a holep procedure in which a lumenis versacut+ tissue morcellator was deployed, the handpiece suction and reciprocation speed was reported by the surgeon as inconsistent and unpredictable. The hospital reported the patient sustained a mucosal bladder wall injury. Furthermore, the hospital reported the bladder injury was treated with diathermy, resulting in longer anesthesia time and more difficult surgery.

Manufacturer narrative:
Lumenis local clinical personnel investigated the reported event, contacting the user facility directly to request further information concerning the event report. Despite reasonable attempts no information aside from the initial report was received. The subject device was returned to lumenis local offices, in the foreign country, for functional evaluation. A local lumenis engineer completed performance testing of the subject versacut+ tissue morcellator system, finding the product performed to manufacturer specifications during testing. The subject device hand pieces were returned to the manufacturing site for testing of internal specifications. Lumenis technical design and quality engineers examined the subject device handpiece, concluding the handpiece piston and seal were found to be out-of-specification resulting in water leak secondary to seal-wear. The water leak resulted in functional inconsistencies of the cutting blades. The out-of-specification piston and seal were determined to be the root-cause of the customer's complaint. The hospital was provided a replacement unit as a corrective measure. This medical device report is being filed since the report of subject device handpiece performance issues are similar to issues reported in event report 3004135191-2015-00026.